Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: lead tech. Investigation is still in progress.

Event description:
Description of event according to initial reporter: primary strut came off and was retrieved. This filter was implanted in 2008 at another hospital. The patient was experiencing intermittent abdominal pain when eating. This is what preceded and initiated the filter retrieval. Additional information received 03sep2021: the filter/filter leg was retrieved with 20 fr sheath, 16th fr sheath, and lymol forceps. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.